Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after procedure the gii art ins spcr trl 1-2 13mm was found to be broken and it was mistakenly thrown away. No back up and delay applicable for this event. No patient or user injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.